Event description:
Patient reported 'possible right side rupture, liquid diagnosed via ultrasound' and 'breast deformation'. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.